Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. A follow up with the user indicated that the patient line was separating from the luer lock. The user's blood glucose (bg) level was as high as 300 mg/dl. The user addressed bg level by priming the tubing and delivering a bolus or setting up a temporary basal rate. Reportedly, the user changed the cartridge and resumed insulin delivery.